Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the connection between the mobile power unit (mpu) and system controller was stiff. Upon inspection, the pin on the black connector of the mpu was bent, and the controller connector was worn, so both sides were replaced. No health hazard occurred to the patient.